Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that during implant attempt, the right ventricular lead was not used due to positioning difficulties. Also, the helix would not extend or retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that during implant attempt, the right ventricular lead was not used due to positioning difficulties. Also, the helix would not extend or retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.